Manufacturer narrative:
The investigation is ongoing. A getinge field service technician (fst) was sent for investigation and repair on 2022 (B)(6) and 2022 (B)(6). No device malfunction could be identified. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on 2022 (B)(6)for the period of 2016 (B)(6)to 2022 (B)(6). It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-07-29. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The customer reported that the pressure readings become negative. The failure occurred during treatment. No harm to any person has been reported. Complaint ID: (B)(4). The related hls set is handled under complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the pressure readings become negativ. The failure occurred during treatment. The cardiohelp was exchanged during treatment. No harm to any person was reported. A getinge field service technician (fst) was sent for investigation and repair on 2022-12-07 and 2022-12-09. No device malfunction could be identified. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files analysis on 2023-01-05 does not show any malfunction of the cardiohelp. The most probable root cause according to the getinge field technician is a malfunction of the pressure sensor of the disposable (hls set). The hls set was investigated in complaint# (B)(4). According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. The review of the non-conformities has been performed on 2022-12-21 for the period of 2016-07-29 to 2022-12-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-07-29. Based on the results the reported failure "pressure readings become negativ" could be confirmed, but was not related to the cardiohelp device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4). The hls set was handled under complaint ID: (B)(4) (mfg report number.: 8010762-2022-00529).